Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which it was stated that the infusion could not drip. No drug was involved in the event. There was patient involvement but no patient harm. It is unclear at which stage of the infusion this event occurred.